Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).

Event description:
The end user experienced skin irritation and rash, which was caused by 1 application of wound cleanser to clean end user's right lower leg at physician's office. He has had home health nurses and had "unna boot" changes twice weekly. He was unsure of the brand of unna boot which had been used, stating "sometimes they look different", but they always contained "zinc oxide, glycerin and calamine". The end user saw a physician for his wound care. On (B)(6) 2021, he was seen at physician's office for unna boot change and at that time his right lower leg was cleansed with saf-clens, he stated they will "usually use saline". He returned on (B)(6) 2021 to have unna boot changed. At that time, it was noted that he had a rash he described as "small pinpoint red dots which extended from his right ankle to "about 5 or 6 inches above the knee". He denied blisters, itching or pain. The unna boot was not re-applied on that day. He also noted that the rash was present on his left leg, "mostly on the underside", extending just above the ankle to 1" above his knee. He stated saf-clens was not used on his left leg. It was only used on his right lower leg. He was at that time prescribed an oral 4mg prednisone taper pack, which he completed. On (B)(6) 2021, he returned to the office and the unna boot was re-applied, as his physician reported improvement, but referred him to an allergist. On (B)(6) 2021, the end user saw the allergist and was prescribed betamethasone 0.05% to be used topically on affected areas that are not under the unna boot. He was also instructed to take allegra 180mg twice daily. He asked the allergist why the rash was also on his other leg and was told "it can be seen in other places". On (B)(6) 2021, he returned to see the allergist who instructed that he might stop the allegra, but to continue use of the topical cream. On (B)(6) 2021, he returned to the wound care physician and the unna boot was re-applied as he was much improved. Home health had been resumed for twice weekly unna boot changes. His left leg was clear and right leg only "had a few spots left". On (B)(6) 2021, the end user stated when seeing physician today, the physician looked at the saf-clens bottle and stated he "was not sure how that could have caused the rash". The end user denied use of any new products prior to or during this time including soaps and laundry detergents. He denied any additions or changes to his medication list. He stated that he did not take blood thinners. No photo is available at this time.